Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced episodes of unexpectedly low blood glucose occurring for several days at a time without an apparent reason, recurring several times per month. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention with medication and characterization of the event as a serious injury or illness. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding any specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.